Event description:
Additional information received from a manufacturer representative reported the cause of the patient not having efficacy was not det ermined. The manufacturer representative reported the issue may be resolved, but evaluation of the increase for the patient was very difficult. The patient was going to be seen in a few weeks to check the therapy benefit.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient did not have the same efficacy after their implantable neurostimulator (ins) was changed. Impedances were measured to be within normal limits and the ins was recharged. The same parameters were used with both inss. After many weeks, the hcp changed the programming from constant voltage mode to constant current mode, but there was no improvement. There were no environmental, external, or patient factors that contributed to the event. The ins was explanted and replaced on (B)(6) 2016. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.